Manufacturer narrative:
Other relevant device(s) are: product ID : 37642, lot# / serial# unknown, product type: programmer. Patient product ID: 3389s-40, serial# /lot# (B)(4) , implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4) , ubd: 14-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient was having tremors on the right side of their body starting in (B)(6) 2020. When the healthcare provider (hcp) checked the implantable neurostimulator (ins) they told the patient that ¿4 leads weren¿t working at all.¿ the hcp tried to change the ins settings, but that made matters worse. In addition, the patient¿s ins battery was ¿dying¿ and they needed to find an hcp in (B)(6). During the call the patient checked the ins with their patient programmer (pp) to determine the status of the ins battery. It was confirmed the ins was turned on and the battery level was okay (2.67 v), and their settings were 1.90 d 2.00. It was reviewed the battery was not dying and had not yet reached eri. The patient was redirected to their hcp to further address the issue.